Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that there was no external damage. During multiple flow and occlusion testing, the issue was found on damaged plunger driver, not on travel course. The root cause of the reported issue was found to be that the clutch was released during and infusion causing the travel course reverse error and a screw mount was cracked inside the left plunger case. Replaced clutch half's left and right with leadscrew and spring as a preventative measure, parts were over 2 years old. Replaced damaged left plunger case.

Event description:
It was reported that there was a travel reverse error and top case of syringe plunger driver is broken. No patient injury was reported.